Manufacturer narrative:
Concomitant medical product: 2088tc lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had complaints of shortness of breath and fatigue and was seen in clinic. An interrogation of the cardiac resynchronization therapy defibrillator (crt-d) noted pacing occurring at rates below the programmed lower rates. An electrocardiogram indicated that the patient's heart rate was in the forties and intermittent loss of pacing and possible t-wave oversensing (twos) was noted on the right ventricular (rv) lead. The rv lead sensitivity was decreased with no further twos noted. The rv lead and the crt-d remain in use. No further patient complications have been reported as a result of this event.